Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultramini meter was displaying inaccurately high results when compared to another ot ultramini meter. The complaint was classified based on the customer care advocate (cca) documentation as well as additional information obtained by the medical surveillance specialist (mss) during a follow up call with the patient on (B)(6) 2012. The patient reported on (B)(6) 2012 at 3pm, she obtained readings of "187mg/dl" on her lfs meter and "125mg/dl" obtained on a back up ot ultramini meter. Based on statistical methodology, the calculated difference of the results exceeds the expected value of <=30% or <=30mg/dl. The patient reported due to the subject meter reading high, her healthcare professional (hcp) had previously increased her dose of novolog insulin from 0 units in the morning, 4 units at lunch time, 6 units at dinner time and 18 units of lantus at bedtime to 4 units in the morning, 6 units at lunch time, 10 units at dinner time and 24 units of lantus at bedtime. The patient reported she normally tests her blood glucose twice a day and her typical results vary between "90-120mg/dl." The patient reported on (B)(6) 2012 she obtained a reading of "50mg/dl" on her back up ot ultramini meter. The patient reported 2 hours later she had developing symptoms of "shaking uncontrollably, massive headache, foggy, and sweating profusely." The patient reported she immediately had 4 oz of juice, tested 15 minutes later, it was still low, so had another 4 oz of juice and a peanut butter and jelly sandwich. The patient reported an hour and a half later her symptoms were relieved. At the time of troubleshooting, the cca noted the subject meter was in the correct unit of measurement at the time of testing, and the patient was using an approved sample site for testing. The cca noted the patient's test strips were in good condition and the patient's testing process was correct. Replacement products were sent to the patient. This complaint is being reported because the reporter claimed the patient obtained obtaining an inaccurately high reading, administered insulin based on the high reading, developed symptoms suggestive of hypoglycemia and required self treatment.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4): the reported issue was unfounded during investigation with the meter. However, the test strips failed the control solution test (above control solution range). If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.the retain test strips were tested and they passed testing with no faults found.